Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the pressure board gives inaccurate readings and needed replacement. Based on the information available and the testing conducted, the cause of the reported problem was a faulty pressure board. The reported problem was confirmed. The device was operational to its specification after the pressure board was replaced. The device was returned to the customer. It has been concluded that no further action is required at this time.

Event description:
During evaluation at bench repair it was found that the device failed to take accurate readings. The device was not in clinical use at time of event, no patient involvement.